Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Evaluation revealed the target device, humerus t2 humerus to be the primary product. All other mentioned products are regarded to be concomitant items. A review of the DHR for the humeral nail and target device revealed no discrepancies in material or manufacturing. Functional inspection performed on the returned humeral target device and sample devices confirmed function to be given in full on the target device. The reported event could not be confirmed but a potential cause of the event was determined. Seeing that function of the target device was confirmed both during pre-operative check in the hospital and during investigation of the manufacturer a malfunction of the target device can be excluded. The cause of the event must be related to intra-operative procedure.

Event description:
During t2 humeral nail surgery, the surgeon drilled the oblique screw hole of the nail. The drill bit contacted the nail. The surgeon tightened nail holding screw again. After drilling the screw hole, the surgeon inserted the screw. When x-ray was checked after the surgery, he found that the screw deviated from the screw hole of nail.

Event description:
During t2 humeral nail surgery, the surgeon drilled the oblique screw hole of the nail. The drill bit contacted the nail. The surgeon tightened nail holding screw again. After drilling the screw hole, the surgeon inserted the screw. When x-ray was checked after the surgery, he found that the screw deviated from the screw hole of nail.